Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: catheter model 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced nausea/vomiting and sickness following a refill on (B)(6) 2011. There was no change in concentration and no new or different drug at that refill. Based on calculations it would take 49.36 to 60.75 hours for the drug refilled to reach the tip of catheter (hours) indicated that the symptoms the patient was presenting may not be related to the drug. Drug delivered via the device was morphine 10mg/ml at a daily dose of 1.896mg. It was later added that in addition to the above symptoms, patient also experienced withdrawal-like symptoms that came intermittently on christmas eve and new year's eve. There were no issues noted in the pump logs but it was decided to have a surgical exploration to see what could be causing the issue. It was added that a dye study performed a few days ago went well (no issues appeared with aspiration or injecting dye; patient was lying on a table and also lateral but they did not have the patient sit up). A rotor study was also done and it was noted as "good." There were no alarms and the pump programming was correct. The pump was replaced and during surgery it was noted that the catheter appeared to have scar tissue forming at and around the proximal end. It was determined that this may have been the problem because as the catheter was dissected away from the scar tissue, a patency check was done and everything with the catheter went "great;" hcp was able to aspirate along with push csf (cerebrospinal fluid) back through the catheter and no leaks or issues appeared. As of (B)(6) 2012, it was reported that the patient was currently on IV morphine as the catheter was not primed and was admitted for a couple of days to make sure everything goes well and would be under observation once continuous infusion was started.